Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a patient ¿used to have a program where I could lay down and have it on that setting¿ but the program was gone/ ¿went away for some reason.¿ it was stated that the patient didn¿t noticed that the program was gone ¿until things started flaring up again¿ about 2 weeks ago. It was noted that the patient was still outside the healthcare professional (hcp) office and wanted to know how to get his program added to his stimulator again.

Event description:
Additional information received reported that the patient received assistance from a manufacturing representative and his concerns were resolved. The patient had forgotten how to get to one of the programs on the device and the manufacturing representative walked the patient through it. The manufacturing representative was very helpful and was eager to help.